Manufacturer narrative:
The balloon catheter was evaluated and the balloon was not ruptured. The balloon catheter was damaged on the proximal segment at the connection point between the shaft and the connector cover; however, the cause could not be determined.

Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed. (B)(4).

Event description:
During the procedure, it was reported that the balloon ruptured. There was also a kink in the catheter 5cm proximal of the distal tip. The 035 guidewire could not fit through the dilator and there was a leak at the proximal end near the yellow section of the hub causing blood reflux in that area. No injury was reported with the patient as a result of the procedure.